Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted that the lead was severed 15.2 centimeters from the is-1 pin. Only the proximal segment was returned. Set screw marks were noted on all terminal connectors. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. Analysis indicated that the returned segment indicated that all conductive paths were continuous.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information indicated that this lead has been explanted and returned for analysis.

Event description:
Boston scientific received information that, during a device change out procedure, this right ventricular (rv) lead was surgically abandoned due to low sensing measurements of 2 millivolts at 3.5 milliseconds. No adverse patient effects were reported.